Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2007 - repair of incisional and umbilical hernias with kugel patch. On (B)(6) 2007 - admitted for nausea and vomiting. Kub showed no evidence of small bowel obstruction. Clinically there were no problems with nausea and vomiting during her stay. On (B)(6) 2007 - laparoscopic lysis of adhesions, cholecystectomy with cholangiogram and excision of skin lesions. The pt was found to have multiple intraabdominal adhesions, there was omentum stuck to the anterior abdominal wall and the colon, there were adhesions from the colon down to the small bowel area. Reportedly, the mesh could not be seen. On (B)(6) 2008 - admitted for probable viral illness, rule out partial or total small bowel obstruction, and rule out ileus. Enteroclysis and abdominal series were negative.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh;therefore, we are submitting this MDR based on the additional info received. Based on the info available, no definitive conclusions can be made. At this time, no connection can be made between the reported event and the davol product in question. It appears that the pt's abdominal pain was associated with intra-abdominal adhesions not the mesh. An ultrasound taken at this time also revealed sludge in the pt's gallbladder, which was subsequently removed. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.